Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation as she did not charge the ipg for 3 months. Troubleshooting was attempted, however the ipg was unable to communicate with external devices. Surgical intervention may take place at a later date.

Event description:
Additional information received indicated the patient's ipg was replaced on (B)(6) 2019.